Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded what appeared to be oversensed noise during defibrillation threshold (dft) testing at implant. This crt-d remains in service. No adverse patient effects were reported.